Event description:
It was reported to covidien on 2/10/2009 that a customer had an issue with the curity gauze. The customer stated that the gauze is fraying in the wound.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion the results will be forwarded.